Event description:
It was reported that the zimmer electric dermatome device didn't function at all during the surgery. An alternative device was borrowed from neighbor hospital to complete the surgery. The patient was under total anesthesia for an hour. Additional clinical follow up with the hospital indicated that the device was tested prior to the surgery to procedure start but during the procedure the device reportedly didn't function at all. While the alternate device was obtained the patient did not suffer any illness or injury as a result of the additional anesthesia time and there was no medical or surgical treatment indicated due to the additional anesthesia time reported.

Manufacturer narrative:
The device was repaired by the zimmer service repair center. The device was manufactured in 2008 and has not been returned to the manufacturer since purchased. Clinical follow up indicated the device did not operate during pre procedure testing. The photo of the motor appeared to show corrosion of the motor. This could indicate moisture intrusion into the motor housing, which would eventually cause the electric motor to fail. No description of the switch failure was given. This is a re-usable device, subject to normal wear and tear, a there is no record of the device being returned to zimmer for service or preventative maintenance since its purchase in 2008. The zimmer electric dermatome should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The cause of the reported complaint is a failing handpiece motor and switch, likely due to a lack of preventative maintenance.